Event description:
A cervical bone screw reportedly backed out of a cervical plate.

Manufacturer narrative:
(B)(4). Multiple attempts to gain add'l info about the alleged event have been made. Root cause of the event is unk. If add'l info is obtained, a f/u report will be made.